Event description:
During a check in procedure at the manufacturer's service center, a malfunction of the ventilator's lcd was observed. The device was not in patient use. The device's lcd dispaly needs to be replaced to address the issue. There was evidence of physical damage.